Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's sensor glucose reading was 40 mg/dl and their blood glucose reading would be 214 mg/dl. Customer also stated their insulin pump would go into threshold suspend due to the discrepancies between the readings. It was also reported the customer received calibration error and sensor error alerts. Customer also stated they had seen bent cannulas on previous sensors. Advised the customer to change their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specification due to high readings; also found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.